Manufacturer narrative:
Service was not dispatched to the site to investigate the event. The field service engineer (fse) did not evaluate the instrument. The customer also declined to troubleshoot with customer technical specialist. A definitive root cause could not be determined for this event. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system for several patients. The initial elevated results were not reported outside the laboratory. The customer only provided results for only one patient. The patient samples were retested and the results were within the normal reference range. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.